Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was inactivated and remains in the patient. The right atrial (ra) and right ventricular (rv) leads were explanted and will not be replaced. No further patient complications have been reported as a result of this event.